Event description:
It was reported that a pediatric ilet user experienced recurrent hyperglycemia after first-meal announcements, including a highest blood glucose of 520 mg/dl, with trace ketones and suspected infusion set performance issues; the family intermittently reverted to injection backup, and switching to a steel contact detach set improved glucose levels. Symptoms included hyperglycemia. Outcomes included transient impact on daily activities requiring backup insulin injections, with no medical intervention or hospitalization. Investigation included complaint history review, user interview, troubleshooting with education, and review of lot information for implicated infusion sets. Investigation of this case revealed that use of a different infusion set type mitigated high glucose excursions, suggesting possible subcutaneous delivery issues with the prior soft cannula sets and potential site-related factors. It was concluded that the cause of the hyperglycemia remained unclear, with user management steps and a goodwill supply resolving the immediate issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.